Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head would not white balance. The issue occurred during a therapeutic procedure before sedation. The procedure was completed using a similar device. There was no report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: blurry image, rusted faulty ccd (charged coupled device) pins and connector failed water leak test. A root cause could not be identified. Based on the results of the investigation, it is likely the image would not white balance and had a blurry image due to rusted faulty ccd pins. The cause of the additional failures identified during the device evaluation could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.